Event description:
It was reported that during a gastric bypass procedure, unable to open the device. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: how was the device removed from the tissue? It was not in the tissue, jaws didn¿t open when the gun was inserted in the abdomen. Did the jaws of the device eventually open? Yes, after repeatedly trying jaws opened but again after re inserting cartridge same episode repeated, hence we filed the complaint. How was the procedure completed? The procedure was completed using new gun. On which firing did this occur? First firing what color cartridge was being used? Green cartridge- ecr60g the analysis found that one long60a device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape; the device closed, fired and opened without any difficulties noted. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Event could not be confirmed as the device closed and opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: how was the device removed from the tissue? Did the jaws of the device eventually open? How was the procedure completed? On which firing did this occur? What color cartridge was being used?